Event description:
A customer reported that the units of measurement of their freestyle flash meter changed. Due to high values the customer took extra insulin and became very low. There was no third party intervention required. There was no death or serious injury associated with this event.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed.